Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments during testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated that the issue persisted after a battery change. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.